Event description:
It was reported that a user experienced intermittent signal loss between a dexcom g7 sensor and the ilet, during which blood glucose was not displaying, and the reading later reappeared and showed 177 mg/dl; troubleshooting and education were provided, and no alerts or alarms were observed on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond temporary loss of displayed glucose data and no medical intervention or hospitalization. Investigation included technical support review of device history and user-guided checks for connectivity status. Investigation of this case revealed transient communication loss limited to the ilet display without evidence of persistent malfunction. It was concluded that the event was consistent with temporary signal interruption between the cgm sensor and the ilet, with resolution during the call and no residual issues.